Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing a permanent ipg implant on (B)(6) 2018. The new ipg came in contact with electrocautery prior to the ipg being placed into surgery mode. As a result, the physician did not implant the ipg, but instead implanted a different model.

Manufacturer narrative:
This device was inadvertently placed in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory.